Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio flex meter was reading inaccurately high compared to another meter (optimum neo). The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the product issue began on (B)(6) 2016 at 11:25am when the patient obtained an alleged blood glucose result of "15.2mmol/l" on the subject meter compared to "11.1mmol/l" on the other meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs" criteria for accuracy. The patient manages his diabetes with insulin pump therapy and reported that he increased his normal dose of humulin ru 500 concentrate with an extra (B)(4) unit's bolus as a result of the alleged product issue. The patient denied that he developed any symptoms and no medical intervention was reported. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient used the correct testing steps and used an approved sample site to obtain the blood samples. The test strips were stored correctly and within their expiry date, additionally the test vial was neither broken nor cracked. Csr confirmed that the patient did not have any control solution to complete a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.